Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: on (B)(6) 2014 the resident became unresponsive during a transformer (lowered to floor) using a chorus active lift. It was indicated that the resident suffered a broken clavicle and was admitted to hospital.

Manufacturer narrative:
(B)(4) . Additional information will be provided following the conclusion of the investigation.